Event description:
It was reported the patient has not used her scs system in over a year. As a result, the external devices are unable to communicate with the ipg and the patient lost stimulation. Surgical intervention is planned to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.